Event description:
It was reported that the patient had the system explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing uncomfortable stimulation and a high impedance. Reprogramming was unable to resolve the issue. As such, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of the event is estimated.